Manufacturer narrative:
The review of the manufacturing paperwork verfified that this lot met all pre-release specifications. The engineering evaluation stated that no failure was detected. All three devices were explanted: please refer to field for the results of the engineering evaluation.

Manufacturer narrative:
Implant date has to be corrected to (B)(6) 2011. Follow up visits were done and following aneurysm diameters were measured: (B)(6) 2011 65mm. (B)(6) 2012 65mm. (B)(6) 2012 61mm. (B)(6) 2013 60mm. (B)(6) 2013 65mm. (B)(6) 2014 81mm. (B)(6) 2015 84,7mm. (B)(6) 2015 92,8mm. Following devices were explanted: pxc161400 lot 7511894 UDI: (B)(4). Pxc161000 lot 8212375 UDI: (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported there is aneurysm growth due to a persistent type ii endoleak. A computed tomography angiography (cta) dated (B)(6) 2011, revealed aneurysm sac enlargement, 12mm of growth since (B)(6) 2011. On (B)(6) 2014, the physician reintervened and performed angiography transfemoral coiling of the lumbar artery. The endoleak was not resolved and the physician is taking a wait and watch approach. The patient tolerated the procedure.

Manufacturer narrative:
(B)(6) 2015 received phone call from study coordinator with the following information: the type ii endoleak was treated several times without success and the physician decided to explant the endoprosthesis on (B)(6) 2015. On (B)(6) 2014 the patient received an angiography transfemoral and a coiling of the lumbar artery. On (B)(6)2014 the patient was treated with a computed tomography guided embolization of the lumbar artery. The type ii endoleak was successfully treated with coil embolization. On (B)(6) 2015 the patient was treated with a computed tomography guided embolization of the lumbar artery. The type ii endoleak was successfully treated with coil embolization. On (B)(6) 2015 the patient underwent open surgery and the devices were explanted. (B)(4), lot 8231498, (B)(4). Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
Patient¿s medications: concor, ass hexal, simvastatin, lisinopril, mono corax, molisehexal, tamoxifen the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.